Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The device is currently in transit to the manufacturer for investigation.

Event description:
The customer reported that during routine trach care the flange came apart from the cannula. The cannula was removed from the patient and replaced with another same model and size tube.

Manufacturer narrative:
The failure mode damaged component was confirmed in the received sample but root cause was unable to be determined.